Event description:
Customer reported issues with the insulin pump. Customer states that the sensor and blood glucose readings are off. The blood glucose reading is 100 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications and performed bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.